Event description:
Femoral component and stem segment disconnection (breakage of taper of stem segment).

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Femoral component and stem segment disconnection (breakage of taper of stem segment)